Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12236295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included oesophageal achalasia. Concurrent conditions included vaginal discharge. Concomitant products included fexofenadine hydrochloride (allegra). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced migraine ("migraines, migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: often very constipated/ prevalent constipation"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), gastrointestinal pain ("pain gut/ bowel"), vulvovaginal pain ("pain vaginal") and genito-pelvic pain/penetration disorder ("vaginal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2017(hysterectomy full); salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, iron deficiency anaemia, fatigue, constipation, weight increased, migraine, headache, vaginal haemorrhage and genito-pelvic pain/penetration disorder had resolved and the allergy to metals, gastrointestinal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, constipation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, genito-pelvic pain/penetration disorder, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, fatigue, gi conditions, weight gain, migraines, headaches there were two coils noted on the left, three on the right-hand side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.915 kgs. Ultrasound pelvis - on (B)(6) 2009: prominent endometrial echo complex. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, dysmenorrhea, migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : lot number added. Reporter information updated. Events added- vaginal haemorrhage, dysmenorrhoea, gastrointestinal pain, vulvovaginal pain, genito-pelvic pain/penetration disorder. Event ¿gastrointestinal disorder¿ updated to ¿constipation¿. Event menorrhagia made serious incident. Medical history, concomitant condition and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12236295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included oesophageal achalasia. Concurrent conditions included vaginal discharge. Concomitant products included fexofenadine hydrochloride (allegra). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2009, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced migraine ("migraines, migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: often very constipated/ prevalent constipation"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), gastrointestinal pain ("pain gut/ bowel"), vulvovaginal pain ("pain vaginal") and genito-pelvic pain/penetration disorder ("vaginal cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017(hysterectomy full); salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, iron deficiency anaemia, fatigue, constipation, weight increased, migraine, headache, vaginal haemorrhage and genito-pelvic pain/penetration disorder had resolved and the allergy to metals, gastrointestinal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, constipation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, genito-pelvic pain/penetration disorder, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, fatigue, gi conditions, weight gain, migraines, headaches there were two coils noted on the left, three on the right-hand side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.915 kgs. Ultrasound pelvis - on (B)(6) 2009: prominent endometrial echo complex. Lot number: 12236295, manufacture date: 2003-05, expiration date: 2005-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017(hysterectomy full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, iron deficiency anaemia, fatigue, gastrointestinal disorder, weight increased, migraine and headache had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, fatigue, gi conditions, weight gain, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, nickel allergy, fatigue, gi conditions, weight gain, migraines, headaches, she did not undergo essure confirmation test" were added. Outcome of events "pain, bleeding, other" were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.